Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.

Manufacturer narrative:
No product has been returned nor any x-rays provided. The manufacturing order, inspection records, and raw material history for this lot have been reviewed and do not show any non-conformity, rejection or concession. The entire lot of (B)(4) was distributed in march 2012 and no other complaints have been received. The package insert packaged along with the tibial tray includes information regarding loosening as being a possible adverse effect (0902-00-077d, possible adverse effects, point 2, "fracture, loosening or subsidence of the prosthesis").

Event description:
It was reported that patient underwent vanguard knee surgery on (B)(6) 2012. Revision procedure was performed on (B)(6) 2014 due to tibial loosening. No further information has been received.